Event description:
Employee went to change co2 contained for lap chole cart. Broke seal and hooked up the container. New container was empty. Got another container to use for procedure. Delayed surgical case.